Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) unit stopped inflating. There was no patient involvement reported.